Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, it was reported that the patient experienced a failure to alert after which they experienced a hypoglycemic event. The day of the event the patient was in a store when the blood glucose level would have gone down, but the patient did not receive an alert for this. The store staff called the emergencies and by the time the paramedics arrived the patient was convulsing. When a fingerstick was taken the blood glucose reading was 30 mg/dl, the patient did not remember what the cgm reading was showing at that time. The patient declined to provide further details about the event. No treatment was reported, and it was not known if the patient was brought to the hospital, and for how long they stayed there. At the time of the report the patient was stable. Data was provided for investigation. The allegation was confirmed via data as no audio output. The probable cause is the mobile device operating system did not grant the app audio permissions.